Event description:
It was reported that the communicator started smoking from the back port. A boston scientific technical services (ts) requested communicator replacement. No adverse patient effects were reported. The communicator will be return for repair/analysis.